Event description:
It was reported that during a low anterior resection procedure, the surgeon found it difficult to close the device on bowel. Felt resistance. Continued to close fire stapler. The staple line was incomplete. The surgeon oversewed the staple line to secure haemostasis. The surgery was prolonged sixty minutes. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.